Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to communicate ) was confirmed. Upon investigation the monitor was unable to complete a baseline test. The cause for the failure was isolated to a shorted q701 component on the computer/analog pca. The root cause of the shorted q701 capacitor cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.